Event description:
It was reported the patients blood glucose level rose to >250 mg/dl while wearing the pod between 1 and 4 hours. It was also reported that the pod was leaking insulin.

Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. A tear was observed in the unexposed portion of the soft cannula from which fluid was observed to be leaking from. Due to the internal soft cannula tear, the exposed portion of the soft cannula could not be tested for leaks. The cause of the reported leaking during wear complaint could not be determined. Cracks were observed in the top housing of the pod. It could not be determined when these cracks occurred. Investigation of the pod and the download data from the pod indicate that the cracks did not affect the functionality of the pod.